Event description:
Early 90¿s male with history of hypertension, type 2 diabetes, chronic heart failure and new onset shortness of breath. Procedure: cardiac catheterization with percutaneous intervention and stent placement x 2. Guidezilla in place- stent in and x-ray showed frayed edges. Stent removed from in guidezilla and second stent into guidezilla also showed frayed edges on x-ray. Guidezilla removed. The inside of the guidezilla was stripping the stents as they passed through. A new guidezilla placed. Stent inserted with no further problems. No known harm to patient. Manufacturer response for catheter, percutaneous, guidezilla¿ ii (per site reporter). Will obtain.